Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported upstream occlusion alarms. The lower sensor current reading was too low, caused by contamination. The upstream sensor was replaced.